Manufacturer narrative:
Concomitant products: product ID 8591-38, lot# d21515, implanted: (B)(6) 2012, product type accessory; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 355531, lot# n331097, implanted: (B)(6) 2012, product type screening; device product ID 3550-14, lot# n327006, implanted: (B)(6) 2012, product type accessory; product ID 3550-14, lot# n324461, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). The patient indicated that her implant was depleting quicker than normal since about three months prior to the report. There had been no programming changes or any differences in usage that would account for the battery depletion. A request was made to meet with the manufacturer¿s representative (rep). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent